Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the retainers caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions related to a tooth fracture (breakage).

Event description:
The customer reported that tooth #14 broke while wearing the retainers. Medical intervention is required and a crown will be placed. Retainer usage was not discontinued. For this event, the patient identifier is (B)(6) and the complaint number is (B)(4).